Event description:
It was reported that the patient's neurostimulator was implanted past the use by date. No concerns were reported by the patient.

Manufacturer narrative:
Lead: model 3898-33, lot la9800, implanted: (B)(6) 2002, explanted: na. Extension: model 747140, serial (B)(4), implanted: (B)(6) 2002, explanted: na. Recharger: model 37753, serial (B)(4). Programmer: 37743, serial (B)(4). Neuro adaptor: lot n141210, implanted: (B)(6) 2010.